Event description:
It was reported the camera head had image noise. The reported malfunction occurred during preparation for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: watertightness failure from the video connector. Based on the results of the investigation, and since image noise was not confirmed, during evaluation. The definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, a probable cause for the malfunction identified, during the device evaluation could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had image noise. The reported malfunction occurred, during preparation for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.